Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the bipolar wire was broken. The one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Engineering also found the yaw pulley was broken. The yaw pulley was missing a .226 x .078 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. It was not clear how the piece of the yaw pulley broke. The broken piece was not returned with the instrument. The distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the pk dissecting forceps instrument cable broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.